Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, opening, wear abrasion. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identify crease smooth opening on posterior side, an opening striated the posterior side and two opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to an fold flaw opening, a striated edge opening on posterior side due to surgical damage, and two striated edge opening on anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.